Event description:
It was reported that when the iab was inserted, the balloon began to unwrap, and insertion difficulty was encountered. The iab was removed from the introducer sheath, and another iab was inserted without difficulty. There were no pt complications.